Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The axiem box was replaced and the system passed a system checkout. The site called back and indicated that there was a loose cable between the system and the axiem. The representative went back to the site and replaced the cable and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while setting up for a case the site connected a disposable to the system and noticed the port was loose. The site had to wiggle the plug a little to get a connection, but once connection was established the system worked with no issue. The site called back and noted that after the axiem box was replaced the system could not connect to the axiem box. It was noted that there was a cable connection to the axiem box that was loose.